Manufacturer narrative:
Due to character limitation in e1, full event site is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) did not fill up with helium. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A getinge field service engineer (fse) tested one observed helium regulator seal not properly installed causing helium tank to leak. Installed new helium tank supplied by customer with new seal and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 - type of investigation.